Event description:
It was reported that this right ventricular (rv) lead was explanted shortly after implant dude to unknown reasons. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted shortly after implant dude to unknown reasons. No additional adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead was explanted due to a pocket infection. The patient was implanted with a leadless pacemaker from a different manufacturer. No additional adverse patient effects were reported.